Event description:
The tps universal driver was sent for eval due to overheating during a procedure, which was completed with a readily available alternate device without any clinically significant delay, and no adverse consequences were reported.

Manufacturer narrative:
The device has been received for eval, and add'l info will be submitted once it is completed.